Manufacturer narrative:
The user facility reported that during a patient procedure a heparin sticker was found on an emesis basin. A procedure delay occurred as the sterile field was re-established. Quality assurance team inspected all emesis basins and cleaning materials used to clean all stainless components and no discrepancies were noted. No additional issues were noted.

Event description:
The user facility reported that during a patient procedure a heparin sticker was found on an emesis basin. A procedure delay occurred as the sterile field was re-established.